Event description:
The customer contacted the customer care solution center and alleged a speaker malfunctioning error on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.